Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. According to the device history records reviewed for the reported lot number aa6186r10, was reviewed and the product was produced according to product specification. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the first of two reports. Refer to MDR #9611594-2016-00162 for the second report. Customer reported that, an (B)(6) male patient , had a gastronomy tube placed on (B)(6) 2016. The procedure was completed without any notable problems and the patient was sent home in stable condition. The physician was reviewing the film of the procedure and noticed that a piece of the introducer sheath broke off and was left inside the patient. The patient was called back to have an endoscopy to remove the broken piece. No injury to the patient. No additional information was provided.

Manufacturer narrative:
The sample was received and evaluated. One piece of a used dilator was received. The entire dilator was not returned. The other introducer kit mentioned regarding an "attempt to break it on purpose" was not returned with the sample. The returned sample was not a complete device; therefore, the functionality of the device can not be performed. According to specification, the extruded o.d. Of the returned component measured 0.297 which is within specification for a 20fr peel away sheath. There was damage noticed on both ends of the returned component. At the time of the device history record was reviewed, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. There were no nonconformance(s) or abnormal conditions noted at the time of production. There were no changes to the process and/or equipment that would have affected the manufacturing of the device. This seems to be a non production related incident. Root cause is unknown. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).